Event description:
Flow transducer tubing found to be cracked during pre-check of anesthesia delivery system. Staff report that there have been approximately 4 to 5 other incidents of cracked tubing prior to this event. No incidents have caused any harm to pts.